Manufacturer narrative:
Additional information - block d4 (serial #, lot #, exp. Date), d9, h4. Investigation: visual inspection: the following observations were made during the visual inspection: - yellowish liquid within the ped. Prechamber. - deformation of the progav outer housing. - holes in the peritoneal catheter. Measurement of surface of the housing: derformation detected: yes - measured value: - 0.05 mm [tolerance (0 ± 0.02mm)]. Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav shunt system and the peritoneal catheter are permeable. Adjustability test: the progav was found to be not adjustable to specifications. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify a non- adjustability of the progav valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav (#fv440 -t) was implanted during a procedure performed on an unknown date. The patient underwent a revision procedure. According to the complainant, after the therapy the valve was believed to be not adjustable. No patient complications were reported as a result of the revision procedure. No patient data are available.